Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. Customer's blood glucose (bg) level was over 500 mg/dl., and a manual injection was administered to address bg level. Reportedly, the customer had manual injections available as alternate insulin therapy.